Event description:
Acclarent was notified on (B)(6) 2012 of an event that occurred on (B)(6) 2012 during a hybrid sinus surgical case when both acclarent ultirra balloon dilation technology and traditional rigid tools were used. An acclarent 6x16 ultirra balloon was used to dilate maxillary sinus. After dilating one time, the sinus was irrigated with saline bacitracin solution. After completing the irrigation, the eye was noted to be swollen and tense. The surgeon performed a lateral canthotomy and cantholysis to relieve the eye pressure. He performed a nasal endoscopy and observed orbital fat in the region of the maxillary sinus outflow. The patient awakened with no loss of vision or diplopia. The surgeon saw the patient back on (B)(6) 2012 and reported no sequelae and an excellent result from the sinus surgery.

Manufacturer narrative:
No device malfunction had been identified and the surgeon stated all acclarent devices functioned as intended. Although the exact cause of the swelling cannot specifically be identified, the eye swelling most likely occurred from the saline irrigation tracking into the bony disruption in and around the maxillary sinus outflow. This disruption of bone could have occurred from the use of the non-acclarent rigid seeker to retract the uncinate, maxillary guide placement, or the balloon itself. We will continue to update the file with any additional information and provide subsequent reports if required.